Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) fnt510, (full osseotite tapered implant 5 x 10mm) for evaluation. Visual evaluation of the as returned devices identified the implant and bundle mount with signs of use. The mount disengaged from the implant as intended during a functional test. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 2120013588. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120013588 for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/releas & lack of primary stability. A definitive root cause could not be determined since the device malfunction did not occur, and the reported event (does not disengage/release) has been unconfirmed following functional testing and physical evaluation. For lack of primary stability: a summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Therefore, based on the available information, and functional testing a device malfunction did not occur. The reported event (does not disengage/release) was unconfirmed with all the available information. Lack of primary stability is a medical condition and is non-verifiable with the information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. E1: reporter email address unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported that he experienced issues with the mount when trying to remove it and the implant lost the primary stability. Tooth location 36. Insertion torque 40. Procedure completed with another implant.